Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a week of use, the tracheostomy tube was removed for routine rotation/replacement with another tube. After removal of the tracheostomy tube, a bulge was noticed in the cuff. The product had been inspected prior to use. There was no patient harm or additional treatment reported. There is no serious injury or death associated with this event.